Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported from our affiliates in brazil, approximately 3 years and 5 months post implant of a sapien 3 valve, the patient had to undergo surgery due to a type a aortic dissection (unrelated to the sapien 3 valve). Looking at the pre-op tte, it was realized that one of the sapien 3 leaflets was frozen. The decision was to explant the sapien 3 valve and implant an intuity surgical valve. The patient was doing well post procedure and extubated in the ICU. When examining the explanted valve, it was seen that the non-functioning leaflet was due to thrombosis on the leaflet.

Event description:
As reported from our affiliates in brazil, approximately 3 years and 5 months post implant of a 23mm sapien 3 valve, the patient had to undergo surgery due to a type a aortic dissection (unrelated to the sapien 3 valve). Looking at the pre-op tte, it was realized that one of the sapien 3 leaflets was frozen. The decision was to explant the sapien 3 valve and implant an intuity surgical valve. The patient was doing well post procedure and extubated in the ICU. When examining the explanted valve, it was seen that the non-functioning leaflet was due to thrombosis on the leaflet.